Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung and thoracoscopy (right middle lobe resection), the jaws were closed, but the device could not fire even though the doctor pressed the green button. They used another device to complete the case. There was no patient injury.